Manufacturer narrative:
The complaint cannot be confirmed as the medical records were not provided. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703202, biolox delta option fem head 32 mm, +0 mm 2842953. Unknown, zimmer m/l taper® press- fit extended neck offset femoral stem, size 9, 00875705602, shell with multi holes porous 56 mm o.d. Size kk for use with kk liners, 62466930. 00625006525, bone screw self- tapping 6.5 mm dia. 25 mm length, 63176656. 00625006535, bone screw self- tapping 6.5 mm dia. 35 mm length, 62959152. 00625006540, bone screw self- tapping 6.5 mm dia. 40 mm length, 63171804. 00620105400, replacement locking ring for use with 54 mm shell, 63220996. The complaint is in investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent a right hip revision arthroplasty due to infection with treatment including: head and polyethylene liner swap, incision and drainage, placement of antibiotic beads, and placement of wound vac. No additional information is available.